Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and the reported migration (partial clip movement) is related to insufficient pml insertion that was noted post deployment and is therefore related to procedural conditions. The reported difficult or delayed positioning associated with leaflet capture appears to be related to procedural conditions. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) and thick leaflets for a mitraclip procedure. During the procedure with the first mitraclip ntw, there was instability due to insufficient posterior mitral leaflet (pml) insertion noted post-deployment. A second mitaclip ntw was able to be implanted successfully for stabilization. A third mitraclip nt was prepped, but decided not to attempt due to concerns of potential mitral stenosis. The procedure was discontinued without implanting an additional clip and the gradient was below 6mmhg. The patient did not experience any adverse sequelae or clinically significant delay.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.